Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed (B)(4).

Event description:
It was reported that stent foreshortening occurred and the patient's status was not improved after stent implantation. The target lesion was located in a post cava. A 24x70/11fr uni plus 75cm wallstent endoprosthesis was implanted in the lesion. However, it was noted that the stent was shortened. The patient confirmed that the status was not improved after the stent was implanted. No further patient complications were reported and the patient's status was stable.